Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, when the catheter was being removed from the dispenser coil after being flushed, there was some friction and as a result, the proximal shaft near the hub broke. The procedure was completed using another device.

Manufacturer narrative:
The device will not be returned for eval. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA (f9, f7, f8, f9, f10, f12 and f13 - medwatch software package requires data in fields) trackwise#a000024547 date filed: 6/14/06.